Manufacturer narrative:
When the hospital releases the device to conmed for evaluation and I receive the engineer's report, I will file a supplemental report.

Event description:
It was reported that "device had a large crack which caused a piece of the cannula to break off". All pieces were retrieved. No patient injury.